Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had rapid battery depletion due to the patient's work environment. The patient is an magnetic resonance imaging (MRI) technologist and had multiple device alerts while they were near the equipment causing rapid battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device reached recommended replacement time early and was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The battery voltage on (B)(6) 2015 was 2.92 volts. (B)(4).